Manufacturer narrative:
Complaint no: (B)(4). The event occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced abdominal bloating and pain while performing peritoneal dialysis therapy on a homechoice device. The patient was hospitalized for the event and treated with unspecified medication intravenously for the pain. It could not be determined if the patient had air or fluid in their abdomen. Peritoneal dialysis therapy was later discontinued as it caused an increase in abdominal pain. The patient was placed on hemodialysis and was eventually discharged from the hospital after three weeks. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be completed. A review of the device history record was performed and revealed no failures or abnormalities that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Information pertaining to a device history record review was inadvertently included in the previous submissions. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of device history record and found that the device was no longer in its original manufacture condition. Should additional relevant information become available, a follow-up will be submitted.